Event description:
It was reported that during a lap assisted vaginal hysterectomy procedure the surgeon used the device to dissect the plane on the right hand side of uterus. After ten minutes, the electrode had fallen off due to the sticky char in sealing. He has replaced the new device immediately, however, in another twenty minutes, the electrode fallen off. With the third device, the electrode fell on the uterus wall. He tried to stop the back flow bleeding at the cervix position. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). (Devices b and c): other # = h92982 (batch #); exp date = 08/29/2013. (Devices b and c): 9/29/2011. Device a was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured and partially not returned. The ceramic was damaged by the separation of the electrode from the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. Device b was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. Device c was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured and partially broken off from the instrument. The ceramic was damaged by the separation of the electrode from the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.